Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside of the patient. The mcs tip cover accessory slid down the instrument covering both blades. When trying to remove the scissors to replace, the mcs tip cover accessory, it came off the instrument and fell into the patient. It was retrieved when the surgeon converted to open surgery (as was the intention for this patient). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insturment was inspected and no damage observed. The fragment was retrieved. The procedure was converted to open (as planned at beginning) when inspecting 8mm cannula upon removal from patient, msc tip cover accessory was retrieved from within the cannula. Tip cover observed to have slipped at end off the scissors during dissection and came off instrument during removal. The surgeon believed that an incorrect port placement leading to instrument-to-instrument collisions was the issue of the fragment falling into the patient. The instrument was in use for 100% of the procedure. The mcs instrument collided with cadiere forceps. The staff observed incorrect installation at the start with which was rectified. A reducer was not used during the case. It was not reported if there was difficulty in removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon final removal. The surgical staff did not notice any damage to the mcs tip cover instrument or a cannula. The mcs tip cover accessory are not available for return. Photographic images are available for review.